Manufacturer narrative:
Bci customer technical support (cts) had the customer stop the system and place the paper towels in the compartment. Bci field service engineer (fse) visited the site on (B)(6) 2011, and found sample injection tubing at the bottom of flow cell was disconnected. The fse reconnected the tubing and verified that there were no further leaks.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from synchron cx5 delta clinical system. The customer stated the leak was from ise side into reagent compartment below, but could not locate the source. There was no effect to patient or user.